Manufacturer narrative:
No servicing or testing was performed on the system at the site because resolution of the issue was confirmed on call. However, a software analysis was completed to further investigate the issue. Engineering review confirmed this issue. The investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when turning on the system, the ubuntu grub menu popped up. Technical services (ts) had the physician go to advanced options and then select recovery mode. The physician then hit ¿I¿ to ignore the errors. The screen went to a wall of text, and ts had the surgeon hit ¿ctrl+alt+del¿ to get back to the grub menu. The physician selected ubuntu and the log-in screen showed up. The physician then went into stealth admin to check the time and it was incorrect. Ts had the physician correct the time in the configuration tool and reboot the system. The system rebooted normally. This issue occurred before the case had started. There was no patient present.